Event description:
In the study database, an "amputation" was reported as having occurred in patient but no event date was provided. The site study coordinator looked into the hospital records for this patient and the records indicate patient had an amputation of the big toe in 2004 due to osteomyelitis.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.